Event description:
It was reported that, "while going through trays noticed instruments not working properly. Ratchet handle not turning and forceps missing a screw.

Manufacturer narrative:
Method: complaint history analysis, mfg record review, risk assessment, visual inspection. Results: there have been 21 previous complaints on this product. A review of the mfg record was completed and it was noted that one part from the device's batch was accepted under concession from the supplier. A visual inspection confirmed that the screw was broken and it appeared to have sheared off. This device was found during inspection so there was no pt involvement. Conclusion: a CAPA was open in 2009 and resulted in an update of the design and a change in supplier. The new design increased the screw diameter and the overall length of the threaded shaft. This is a know failure of this device, however a definitive root cause cannot be determined.